Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented at a follow-up in-clinic, elevated capture thresholds were observed on the right ventricular lead. An x-ray confirmed lead dislodgement and lead re-positioning was discussed.

Event description:
New information notes that the right ventricular lead was explanted and replaced successfully. The patient did well before, during, and after the procedure.

Manufacturer narrative:
Additional information: the reported field event of high capture thresholds was not confirmed in the laboratory. No electrical abnormalities were found and the damage found was sustained during the surgical procedure. The lead was otherwise normal.